Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a signal loss and adverse event was reported. The patient stated at 2:00pm, the dexcom was displaying a signal loss. The patient stated they would manually check their blood sugar periodically and at 6:00pm, her blood sugar was low. The patient could not recall what the value was but stated it was low enough to where she called 911. She indicated that she had drank a lot of juice after calling 911 and when the paramedics arrived, her blood sugar was over 300 mg/dl. The patient stated she felt incoherent and was taken to the hospital and given iohexol. The patient was released from the hospital at 10:48pm. At the time of contact, the patient was feeling exhausted. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.